Event description:
PICC line in baby for antibiotics running 2ml/hr maintenance fluid to keep central line open. Between pump and filter, air bubbles seen always and needing to tap the bubbles up towards pump. Noticed bubbles each time checked IV. There have been issues with the line backing up blood in the last few days. No issues today. I was given new IV tubing to use tonight for regular IV tubing change.